Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15805309 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the distal portion of the 8 fr. 23 cm. Si brite tip str catheter sheath introducer was noted to be frayed. The physician experienced difficulty inserting the device into the femoral artery access site. The physician stopped using the device and another same size brite tip sheath was used to complete the procedure successfully. The product was clinically used in the patient and is not being returned for inspection. There was no reported patient injury. The target lesion for the pci was unknown. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the distal portion of the 8 f 23 cm si brite tip str catheter sheath introducer was noted to be frayed. The physician experienced difficulty inserting the device into the femoral artery access site. The physician stopped using the device and another same size brite tip sheath was used to complete the procedure successfully. There was no reported patient injury. The target lesion for the pci was unknown. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without return of the device for analysis. Based on the information provided, it is not possible to determine what factors may have contributed to the frayed condition; however, access site characteristics (i.e. Scarring, calcification) have been known to contribute to device fraying upon insertion. There is no evidence that this complaint was related to a design or manufacturing issue, therefore, no corrective actions will be taken.